Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and device dislocation ("the right side of the essure migrated out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin-tannin complex (b12). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), weight decreased ("lost a lot of weight"), hypovitaminosis ("no vitamins in my body"), gait inability ("could not even walk"), headache ("headaches"), back pain ("back pain"), arthralgia ("hip pain"), neck pain ("neck pain"), hypoaesthesia ("numbness"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd"), sleep apnoea syndrome ("sleep apnea"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), amnesia ("memory loss"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, weight decreased, hypovitaminosis, gait inability, headache, back pain, arthralgia, neck pain, hypoaesthesia, asthma, chronic obstructive pulmonary disease, sleep apnoea syndrome, insomnia, fibromyalgia, amnesia, dizziness and fatigue outcome was unknown. The reporter considered amnesia, arthralgia, asthma, back pain, chronic obstructive pulmonary disease, device dislocation, dizziness, fatigue, fibromyalgia, gait inability, headache, hypoaesthesia, hypovitaminosis, insomnia, neck pain, pelvic pain, sleep apnoea syndrome and weight decreased to be related to essure. The reporter commented: consumer mentioned hospitalization, disability/permanent damage, required intervention, and other serious event as event outcome, however she did not specified it and /or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077560) on 08-jun-2018. The most recent information was received on 02-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and device dislocation ("the right side of the essure migrated out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin-tannin complex (b12). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), weight decreased ("lost a lot of weight"), hypovitaminosis ("no vitamins in my body"), gait inability ("could not even walk"), headache ("headaches"), back pain ("back pain"), arthralgia ("hip pain"), neck pain ("neck pain"), hypoaesthesia ("numbness"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd"), sleep apnoea syndrome ("sleep apnea"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), amnesia ("memory loss"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, weight decreased, hypovitaminosis, gait inability, headache, back pain, arthralgia, neck pain, hypoaesthesia, asthma, chronic obstructive pulmonary disease, sleep apnoea syndrome, insomnia, fibromyalgia, amnesia, dizziness and fatigue outcome was unknown. The reporter considered amnesia, arthralgia, asthma, back pain, chronic obstructive pulmonary disease, device dislocation, dizziness, fatigue, fibromyalgia, gait inability, headache, hypoaesthesia, hypovitaminosis, insomnia, neck pain, pelvic pain, sleep apnoea syndrome and weight decreased to be related to essure. The reporter commented: consumer mentioned hospitalization, disability/permanent damage, required intervention, and other serious event as event outcome, however she did not specified it and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.